Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime test due to faulty force sensor. Unit received with all buttons responding properly however moisture traces were noted at the keypad traces. Unit received with scratched display window and missing end cap sticker. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the act button on the insulin pump was unresponsive at times. Customer stated that his blood glucose readings have been high over 500 mg/dl. Motor error alarm was noted in the alarm history. Troubleshooting was performed and the drive support cap was noted to be normal. Customer was able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 324 mg/dl. Customer declined any further troubleshooting and stated that she will call back.